Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue upon investigation of the actual device used in this incident, it was determined that system patient medicine information was not on the profile. A technical support specialist found that clear cache option was disabled which was causing messages to queue up. Enabled the software option to clear the cache as expected, and the queue was cleared up as expected. The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported by the customer that the bd pyxis¿ medbank tower system patient medicine information was not on the profile when trying to issue oxycodone 10mg medication. However, there were no delay to patient care and adverse events or injuries reported based on this incident.